Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4). Stockert 70 system: us catalog #: s7001, serial #: (B)(4). Cool flow pump: us catalog #: cfp002, serial #: (B)(4). C3 ez steer cs with auto ID: us catalog #: bd710fj282c,t lot #: 15650231m. Lasso sas: us catalog #: dln1215ct, lot #: 15607246l. Soundstar 10f-90: us catalog #: sndstr10g OEM, lot #: 63005663. (B)(4).

Event description:
It was reported that during an a-fib procedure, the patient became hypotensive. Intracardiac ultrasound was used and it was noticed a pericardial effusion. Pericardiocentesis was performed. The patient's blood pressure came back to baseline and the patient was stabilized. The patient was transferred to ICU for observation overnight but this was not reported to be prolonged hospitalization. The physician's opinion regarding the causality of the event was that it probably happened while ablating near to the la appendage (procedure related). The outcome of the adverse event was fully recovered.